Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump's black box showed evidence of excessive battery usage following a battery change on (B)(6) 2015. The pump powered on to a dim discolored display. The battery cap was unable to fully tighten due to damaged threads. There were battery compartment cracks observed in the thread area and below the grip pad. The battery compartment threads were also damaged. The pump case was cracked in a corner near the display area. The pump's sleep current draws were not within specifications. The transceiver board was unplugged and the sleep current values returned to within specifications.